Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the handpiece was received with the 4-40 stud broken. In addition, the nose cone was cracked. No functional testing could be performed due to the device returned condition. The instrument was disassembled to inspect the internal components and the moisture indicator was positive. In addition, degradation of the hand activation wire outer jacket was observed. However this will not interrupt device function or generate an automatic error code, not contributing to the reported event. The handpiece has a number of seals to prevent fluids from entering the housing. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Possible causes that may have contributed to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor.

Event description:
It was reported that the tip broke off of the device during an unknown case. It was unknown how the case was completed. No patient consequence.